Event description:
The following has been reported: biomed reported: "red screen pump failure" obf pump. Pump never used on pt. A preliminary review identified the following issue: fail stop, cause unknown unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.